Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified left anterior descending (lad) artery after predilatation the 2.75 x 28 mm xience xpedition stent delivery system (sds) was advanced but failed to cross the lesion. During retraction and introducing into the guide catheter the stent implant became dislodged off the balloon into the anatomy. The stent implant was removed by using a snare device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. After additional predilatation, a second 2.75 x 28 mm xience xpedition stent was implanted without issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The difficulty to remove (resistance with the guiding catheter) could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.